Event description:
The customer reported that they received erroneous results for four patient samples tested for thyrotropin (tsh). The customer states that samples that all samples which initially result > 30 uiu/ml are repeated. The first sample initially resulted as 87.97 uiu/ml. The sample was repeated on a different e170 analyzer and resulted as 15.35 uiu/ml. The 15.35 uiu/ml value was reported outside of the laboratory and believed to be correct. The second sample initially resulted as 31.34 uiu/ml. The sample was repeated on a different e170 analyzer and resulted as 6.08 uiu/ml. The 6.08 uiu/ml value was reported outside of the laboratory and believed to be correct. The third sample initially resulted as 71.07 uiu/ml. The sample was repeated on a different e170 analyzer and resulted as 12.34 uiu/ml. The 12.34 uiu/ml value was reported outside of the laboratory and believed to be correct. The fourth sample initially resulted as 37.70 uiu/ml. The sample was repeated on a different e170 analyzer and resulted as 7.33 uiu/ml. The 7.33 uiu/ml value was reported outside of the laboratory and believed to be correct. The patients were not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. The field service representative ran performance testing and carryover results were outside of specifications. The reagent mixer was also found to be misaligned. He ran a system flow path cleaning, aligned the reagent mixer, and replaced the measuring cells. He observed the analyzer to be performing correctly and within specifications. All system checks were successful. The customer ran quality controls and all were ok. He ran performance testing, high voltage, and cell blank; all tests passed successfully.

Manufacturer narrative:
Investigations determined that the issue was most likely caused by an instrument issue and was solved by the service actions. A reagent related issue can be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.